Manufacturer narrative:
The reported device malfunction was observed when the device was being set-up for use for clinical use; however, it was not yet providing therapy to a patient. There was no delay to treatment, harm or injury reported. The customer troubleshot the device with assistance from a philips remote service engineer (rse), and it was determined that the speaker assembly needed to be replaced to return the device to working condition. The customer's bio-med replaced the speaker assembly that was in stock to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.